Event description:
Additional information received from the healthcare provider reported that the cause of the volume discrepancy was not determined. A myelogram was performed but initial aspiration was difficult; the block was overcome but they needed to replace the intrathecal catheter and pump. They will see if the issue resolves with the new system.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (con) regarding a patient with an implantable pump for multiple sclerosis and intractable spasticity. It was reported that the patient's rep had recently sent a letter with particulars for the following case. The rep's wife had an intrathecal baclofen pump for over 25 years and was living with ms. On friday, (B)(6) 2025, when the nurse from basic home infusion went to refill her pump from 2023, the nurse noticed that the reading showed the patient used 20 units but when the nurse removed the medication from the pump, it showed that the patient only received 3 units. The patient's representative knew that something was drastically wrong. The patient's representative called the patient's pain doctor and they were told to wait until monday. The next day, the patient went into severe spasm and semi-unconsciousness. An ambulance was called and the patient was taken to a health care facility. It was stated that the entire month of (B)(6), the patient was in two hospitals until the middle of (B)(6). The patient's doctor finally replaced the patient's catheter and it took another month before they raised the dosage to pre-malfunction dosage. The patient's representative stated that they still needed the services of an aide to assist as they did not want to have the patient sent to a rehab after the hospital. The expenses even with insurance had been mounting were now approaching $50,000. They needed financial help from medtronic to cover the costs of the malfunction which was documented. The patient's rep has all items itemized with photos, videos and documentation. According to the attachment provided, it was stated that there was a malfunction of a synchromed ii infusion pump (model 8637) implanted for the treatment of sclerosis. In (B)(6) 2025, the device failed, resulting in alternating cycles of withdrawal and overdose. These malfunctions caused an intensive care unit (ICU) admission, prolonged hospitalization, respiratory depression where the patient's respiratory rate was as low as 7-8 breaths per minute and oxygen saturation dropped to 92%, severe blood pressure swings (206/109 to 50/44), episodes of delirium, confusion, unresponsiveness requiring multiple administrations of naloxone (narcan), significant pain, suffering, and financial burden to the patient and their family. The timeline provided was as follows: early (B)(6) 2025: the pump was functioning intermittently. The patient experienced severe spasms and breakthrough symptoms despite programmed dosing. (B)(6) 2025: boluses failed intermittently. The patient experienced confusion, severe spasms, anxiety, and breakthrough pain. The patient's respiratory rate was as low as 5-8 breaths/min and their blood pressure fluctuated. (B)(6) 2025: the patient had an unresponsive episode. O2 saturation was below 90%. Narcan was administered and the patient was revived. A later bolus caused profound sedation. The ICU staff noted that the pump worked only intermittently. (B)(6) 2025: the patient experienced blood pressure swings from 206/109 to 50/44, confusion and delirium. The nurse manager ordered no further boluses. Oral baclofen was introduced. (B)(6) 2025: the patient experienced continued instability with withdrawal and overdose cycles. There were multiple ICU transfers, bipap and repeat narcan. The physicians acknowledged probable pump/catheter malfunction. Plans were made for pump and catheter replacement. The supporting evidence provided were the ICU records and vitals showing dangerous swings, narcan administration reports, nursing/physician notes citing "malfunction", family communications, photos, and videos, emotional trauma to patient and family and financial burden from hospitalization, ICU costs, emergency meds, and replacement. According to the basic home infusion intrathecal pump information for the visit date of (B)(6) 2025, the patient was receiving hydromorphone 750 mg/ml at a daily dose of 299.7, bupivacaine 20 mg/ml at a daily dose of 7.99 and baclofen 2000 mcg/ml at a daily dose of 799.3. The expected reservoir volume was 3.9 ml. The actual volume was 20.5 ml. The pump refill volume was 19 ml. According to the basic home infusion intrathecal pump information for the visit date of (B)(6) 2025, the patient was receiving hydromorphone 750 mg/ml at a daily dose of 300.36, bupivacaine 20 mg/ml at a daily dose of 8.010 and baclofen 2000 mcg/ml at a daily dose of 801.0. The expected reservoir volume was 4.7 ml. The actual volume was 7 ml. The pump refill volume was 39 ml.

Event description:
Additional information was received from the healthcare provider (hcp) reporting the issue resolved with pump and catheter explanted and a new pump and catheter being implanted.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned pump passed all testing in the laboratory and no anomalies were identified. Analysis of the catheter identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the home infusion nurse refilled the pump yesterday and there was a volume discrepancy. The hcp was expecting 3.5ml but aspirated 20ml. The patient took oral baclofen and was sleeping well but in the morning they were curled up in a fetal position. They had increased the pa dose and when the patient got a bolus this morning, they got very flaccid. The patient was admitted to the hospital. Technical services recommended performing a dye study.